Manufacturer narrative:
If information is provided in he future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). This ICD was explanted. No additional adverse patient effects were reported.